Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2010, the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. It is alleged on or about (B)(6) 2019, the patient underwent an additional surgery for explant of right plug and patch. It is also alleged that the patient was injured severely and permanently. It is alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and continues to suffer from physical pain, mental anguish, chronic pain, psychological stress, depression and has undergone and will likely require in the further other forms of care and medical treatments. It is further alleged that the device was defective.